Event description:
Purchasing agent reports one y-type blood solution set in which the spike separated from the tubing and the nurse was sprayed with blood in the mouth and left eye. The nurse saw the optometrist who flushed out their eye. They nurse received prescription eye drops. The nurse had sone baseline testing performed. No additional information is available.